Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2041-2858, lot # 1plfh, description: omnifit ser ii insert-10 deg. Cat # 06-2800, lot # 29613601, description: c-taper cocr lfit head 28mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "surgeon's assessment; pt had painful left hip."